Manufacturer narrative:
Additional information: a review of the technical service onsite history showed that the laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported that a patient was found with dry eye in the right eye. The patient complained of redness and irritation in the right eye. The patients' symptoms have improved, however, still persist. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. (B)(4).

Manufacturer narrative:
Corrected information : the manufacturer internal reference number is: (B)(4).

Event description:
The patient is instructed to use artificial tears.